Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using humalin brand insulin, tandem technical support provided off-label insulin messaging. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.